Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2016 to report that the receiver displayed err146 on (B)(6) 2016. The clinician did not report injury or medical intervention. No additional patient or event information is available.